Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guidewire tip fracture occured. The calcified, 100% stenotic lesion was located in the left common iliac/external iliac artery which exhibited average tortuosity. The guide wire was inserted through a 6f sheath from an ipsilateral approach, but was not able to cross the lesion. The physician attempted to approach the lesion from a contralateral position using a 5f catheter and micro catheter inserted in a 6f sheath for back up. It was still not possible to cross the lesion. "When the physician tried to remove the guidewire, it's distal tip was separated off on the bifurcation." The distal tip was retrieved with a snare and the procedure was discontinued. The patient's current condition was reported as "good and no injury."

Manufacturer narrative:
Add'l 510(k)# k934359.